Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The repair technician noted a strong burnt odor. The l10 component on the system board had thermal damage, was unsoldered and moved freely inside of the device. (B)(4) were broken and overheated. Black particles were observed on all components within the device. There were no holes observed in the enclosure; nor were there any particles inside of the patient air flow path. The device was returned to the manufacturer's quality assurance lab for further investigation. The investigation concluded that the root cause of the thermal damage was fluid intrusion into the power supply, causing poor voltage regulation and an overvoltage condition. The trilogy 200 clinical manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter".